Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked battery tube threads, reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with insulin pen. The customer stated that the motor error occurred during a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.